Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload had a full complement of staples. The reload was received with the lock ring rotated out of position. Pmv performed functional testing which included the lock ring was rotated into the correct position. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: there was a problem loading the device. After loading the reload onto the manual stapling handle, tried to clamp but could not test. Changed the reload to a new one.